Event description:
It was reported that a device separation occurred. A 135/20 renegade hi-flo was selected for a uterine fibroid embolization (ufe) procedure. During preparation, the device got separated when trying to remove it from the hoop. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter in the hoop. The device was easily removed from the hoop. Analysis of the tip, and inner/outer shaft included a microscopic and visual inspection. Inspection revealed the outer shaft was separated 74mm from the strain relief with the inner shaft stretched between the separation. Inspection of the remainder of the device, apart from the damage observed revealed no other damage or irregularities.

Event description:
It was reported that a device separation occurred. A 135/20 renegade hi-flo was selected for a uterine fibroid embolization (ufe) procedure. During preparation, the device got separated when trying to remove it from the hoop. The procedure was completed with another of the same device. No patient complications were reported.